Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, it is likely the most probable cause of the malfunction could not establish. However, the most probable cause of the complaint (peeled cement of light guide lens and objective lens) was cause traced to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the duodenovideoscope had peeled cement of light guide lens and objective lens and something stuck in suction cylinder channel. There was no patient involvement.